Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently took longer than expected to deliver boluses. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform troubleshooting with tandem technical support.